Event description:
Swelling and pain was reported in the right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate/abg ii neck additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding swelling and pain involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported welling and pain is considered to be under the scope of this recall. Ncr was initiated because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the abgii modular hip system was exceeded. Ncr was initiated because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra 2012-067 was issued.

Event description:
Swelling and pain was reported in the right hip.